Event description:
Adverse event: decrease in bcva. A surgeon reports concern for the left eye of one patient following lasik surgery. (Being reported under manufacturer number 3003288808-2010-00014) patient records were received and it was noted the right eye exhibited a decrease in bcva following a procedure for monovision. Patient records were received and indicated the 1 line decrease in bcva improved to the preop measurement of 20/20. However, the patient exhibited a -1.00 diopter of cylinder. During follow up, the surgeon stated he did not think, the patient had experienced any harm or injury and the 1 line decrease in bcva was temporary in nature.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with (B) (4) when additional reportable information becomes available. (B) (4)